Manufacturer narrative:
Initial reporter address- full name of the establishment is (B)(6). The subject device (soltive laser system) was not returned for evaluation. Per the follow up response from the company representative, it was conveyed that the customer is not returning the device. It was believed the issue came from the fiber and not the laser unit and the facility biomed has cleared the device. The biomed and staff inspected the device and found no issue. Per the report, the device is good and is back in service. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the laser fiber caught fire at the beginning of therapeutic cystoscopy and ureteroscopic stone extraction (left stent) procedure. The intended procedure was completed with the same set of device, without any delay. There was no patient harm, no user injury reported due to the event. This event includes two reports: report with patient identifier (B)(6) ¿ laser system model# tfl-pls serial sn : (B)(4). Report with patient identifier (B)(6) ¿ laser fiber model# tfl-fbx200bs lot# kr262852. This report being submitted is for report with patient identifier (B)(6) ¿ soltive laser system model# tfl-pls serial sn : (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable root cause of the fiber catching fire could not be determined. The console was not returned to olympus, therefore a physical evaluation could not be performed. The following is included in the instructions for use: "do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure." Olympus will continue to monitor field performance for this device.